Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is return to mmd.

Event description:
The initial reporter stated that the pump did not alarm dose done. They did not provide any information about the dose or alarm settings. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not affected a patient. No additional information was provided. (B)(4).

Manufacturer narrative:
The device was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information an MDR would not have been required.

Event description:
The initial reporter stated that the pump did not alarm dose done. They did not provide any information about the dose or alarm settings. Mmd did follow up with the initial reporter, who stated that the complaint occurred during testing and had not affected a patient. No additional information was provided. [Complaint: (B)(4)].